Manufacturer narrative:
The returned device had the cannula assembly fully deployed. The device was received with a stress crack on the top housing. No damages were observed in the formed needle or reservoir. Fluid was observed passing through the fluid path. Upon further investigation, damage to the distal end of the soft cannula was observed. The damage appeared to be a small bump or kink in the soft cannula material. No fluid leaked from the location indicating there was no tear. It could not be conclusively determined if the damage in the soft cannula affected the flow of the insulin, or when the damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose levels ranged between 16.7 and 22.2 mmol/l (300 and 400 mg/dl) while wearing the pod for 2 days on the abdomen. Insulin was reported to be leaking from the site of the pod; the patient could smell insulin. No additional information was reported.